Manufacturer narrative:
This event was identified during review of scientific literature. The article contained only limited and non-specific device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. Literature article: application of integration of lumbar cisterna drainage and intrathecal vancomycin injection in intracranial infection gao wf, yang s, he yc, fu xh, tao yl public medical forum magazine (2016) 20(1):16-17.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: a total of 38 patients received a lumbar cisterna drainage and intrathecal vancomycin injection for an intracranial infection. The article stated that two patients experienced catheter obstruction, and the catheter was replaced. The article also stated that one patient died due to unknown causes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.